Manufacturer narrative:
D6a should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was received, and an evaluation/analysis was completed. Product history review noted there were issues related to the complaint discovered when reviewing the product history of console (B)(4)- a prior complaint with the same fm/rc (B)(4). The reported pump stops and controller failure alarms were due to interruptions of communication between pump motor driver (pmd) and main computer in the console, most likely caused by failure of pmd circuit board and/or compromised internal communication cable. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
A 67-year-old male with postcardiotomy cardiogenic shock, pre-support clinical state consistent with scai shock stage e, was supported with an impella 5.5 placed via direct right surgical aortic access on (B)(6) 2025 at 20:00. The patient was also supported with va-ECMO and anticoagulated with bivalirudin with ptts trended daily. Upon returning to the ICU, the patient¿s urine appeared reddish in color. At 10:34 on (B)(6) 2025, the bedside rn contacted the clinical support center reporting an impella stopped/controller error, followed by an impella stopped/retrograde flow alert at 10:35. The device was successfully restarted and operated without further alarms, with appropriate flows for the programmed p-level. Review of the motor current five-hour trend demonstrated a significant spike, raising concern for possible clot ingestion. The device restarted successfully and functioned appropriately thereafter, and hemolysis resolved with repositioning. Transient subtherapeutic anticoagulation was documented and may have contributed; however, patient injury attribution to the device could not be determined. The patient¿s death followed withdrawal of care and was not attributed to the device. Data download is required to further assess device performance. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Additional information has been provided in d6b (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient who was implanted with an impella 5.5 experienced hemolysis, a pump stop, and alarms for controller error and retrograde flow. It was reported on the first day of impella support, the patient experienced urine output that was reddish in color. It was reported that the impella was repositioned, and the hematuria subsequently resolved. Additionally, it was reported that on the eleventh day of support the pump experienced an abrupt pump stop with alarms for controller error and retrograde flow. The impella was successfully restarted and the medical team reported there were no further issues. An onsite abiomed representative reviewed the device and noted that the pump was operating without issues and with appropriate pump flows for the performance level. It was additionally noted that the patient was also supported by veno-arterial extracorporeal membrane oxygenation. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.